Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to receiver will not turn. Functional test was not performed due to receiver will not turn on. An internal visual inspection was performed and passed. Performance data was reviewed. The receiver log was not downloaded for review due to the receiver not turning on. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d9: device availability - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot test were performed and failed due to receiver will not turn on. Functional test was not performed due to receiver will not turn on. An internal visual inspection was performed and passed. Performance data was reviewed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.